Event description:
It was reported that the lens was implanted and then explanted in a separate procedure due to dysphotopsia. No adverse effect and no patient injury were reported.

Manufacturer narrative:
Examination of the returned intraocular lens found that it was returned missing one of the haptics. In addition, the lens was found to be covered with surface residue, not inconsistent with an explanted lens. Diopter inspection of this lens found it to meet specifications for optical properties. Results showed the lens to measure 20.0 d and is correct as labeled. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Prior to market release the lens met manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.